Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the pump histories indicated the last basal delivery occurred on 12/06/2016. There was no activity outside normal use observed in the black box. The alarm history indicated a call service 052 alarm occurred on (B)(6) 2016. The pump powered on normally and was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.